Manufacturer narrative:
Voluntary medwatch report received: mw5165945.

Event description:
Voluntary medwatch received states the patient's left ventricular lead was explanted due to infection. No additional adverse patient effects were reported.